Event description:
The customer stated they had been receiving very high results in the 400's and 500's mg/dl. The customer was taking glucose every hour. The customer called the endocrinologist and was adversed to go the hospital. At the hospital at 2pm the customers blood glucose was 134mg/dl. No treatment was given. Level on control was out of range. A request was made for the return of the suspect device replacement product was sent.